Event description:
(B)(4). Same case as 2134265-2010-02186 and 2134265-2010-02188. It was reported that following a coronary artery stenting procedure, the patient experienced stable angina. The lesion being treated in the index procedure was a 3.00mm, 99% stenosed, 16.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilatation using a 2.75x14mm balloon. The physician then implanted a 3.0x16mmtaxus express2 stent. Post-dilatation was not performed, however post-ivus was performed. The stent expanded well. Residual stenosis was 0% with timi flow 3. The patient was discharged 14 days later with stable angina symptom on panaldine and bayaspirin. In (B)(6) 2008, the patient developed unstable angina. According to the physician, this symptom was unrelated to the taxus stent. The physician performed pci on the proximal left anterior descending (prox lad) artery which was 3.50mm, 32mm long and 90% stenosed. The physician implanted a taxus express2 stent and used a balloon catheter of unknown size to treat the lesion with 0% residual stenosis. The distal right coronary artery was also stenosed. The physician treated the 2.50x18mm, 75% stenosed lesion using a balloon catheter and taxus express2 stent of unknown size. Residual stenosis was 0%. When 2-year follow-up was performed, the physician found the patient's anginal symptom changed for the worse than the result of 1-year follow-up. There was no information regarding what action was taken.

Manufacturer narrative:
Device evaluated by manufacturer:as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unkown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4)